Event description:
It is reported that the device was implanted in 2008, and that the patient was revised in 2009.

Manufacturer narrative:
This report will be amended when our investigation is complete.